Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced dissatisfaction with procedure outcome. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female enrolled in a study underwent primary breast reconstruction with mentor memorygel breast implants (1445cc on the left side and 1240cc on the right side) and experienced a local reaction on the right side requiring medication and patient dissatisfaction with procedure outcome on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.